Event description:
It was reported that the patient was experiencing excessive sweating whether stimulation was on or off and had inadequate pain relief. Reprogramming was attempted, however, unsuccessful. The patient also felt that stimulation was aggravating the bladder when on. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 5176497.